Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges there was a fire where a lift chair was located.

Event description:
Provider alleges there was a fire where a lift chair was located.

Manufacturer narrative:
Per investigation report: all electrical components of the chair were recovered. No anomaly or defect was found. Analysis revealed the lift chair had not caused the fire.